Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, it is likely due to some kind of physical stress. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope had the charged coupled device (ccd) unit, cable surface damaged, which leads to a non-specified failed image. There were no reports of patient involvement.